Manufacturer narrative:
Additional information : the device was manufactured between april 10, 2018 - april 11, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva tpn bag leaked from middle port. The event occurred during filling with total parenteral nutrition (tpn). There was no patient involvement. No additional information is available.